Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective battery charger/modem. Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the front response button cover was lifted and the contacts were corroded. The cause of the intermittently non-functional response button is the corroded contacts. The root cause of the corroded contacts cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a battery charger would not power on. The distributor also returned the patient's monitor for an unrelated reason, when a reportable malfunction was found.